Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right atrial (ra) lead fracture was noted. It was also noted that the right ventricular (rv) lead exhibited high and rising thresholds as well as high and rising pacing impedance. A rv lead fracture was also suspected. Both leads were explanted the next day. During the explant procedure, the ra lead helix would not retract however the lead was able to be removed without further incident. It was also noted that the rv lead helix would not retract during the explant procedure and the outer lead insulation separated during lasering in the lower atrium. The rv lead was able to be removed without further incident. Both leads were replaced as part of an upgrade to a biventricular pacing system. No patient complications have been reported as a result of this event.